Manufacturer narrative:
Section h6: device received in a condition which made analysis impossible. Customer returned expired test strips.

Event description:
It was reported that the patient received a reading of 138 mg/dl at 11:00 a.m. On august (B)(6) 2020. The customer stated that she had taken 5 units of insulin because she felt that her blood glucose level was not low. Three hours later, the patient's uncle drove her to the emergency room where the hospital staff measured her blood glucose level with the hospital's meter. The value was 528 mg/dl. Upon admission, she received insulin. She did not feel bad because of her diabetes, but because of her other health conditions. The patient was in the hospital until (B)(6) 2020. She is currently doing well. The first reading she received after returning to normal was 89 mg/dl on (B)(6) 2020. The patient was using expired test strips.